Event description:
It was reported that the atrial fibrillation episode was not recorded nor displayed and the diagnostics message appeared to have reached the maximum number allowed for storage despite only having two new episodes in storage. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found.